Event description:
It was reported that the device fails to boot up completely and would not be available for use. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio isolated the cause for the lock up malfunction to be failure of the system pcb assembly. Physio will replace the system pcb assembly to resolve the reported issue and return the device to the customer for use.